Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located on the moderately tortuous and severely calcified right superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced. The balloon was inflated twice at 10 atmospheres respectively, however, during the second inflation the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.